Event description:
It was reported that the patient presented in clinic with non capture on the left ventricular lead. No know issues resulted due to non capture. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.